Event description:
The diluent leaked out between the vial adapter and vial [device leakage] , device malfunction, the plastic needle within the vial adapter bent backwards into the vial adapter instead of penetrating the vial stopper [device malfunction] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns product complaint of device leakage, device malfunction, and no adverse event in patient (age, gender and race not reported) from the united states. The patient's age at the time of event experienced was not reported. On 01-may-2026 amneal pharmaceuticals received information from pharmacist via an email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Additional significant information (#1) information received on 04-may-2026 from pharmacist via telephonic call. New information included suspect product details (therapy dates, dosage regimen) were added to the case and narrative was updated accordingly. The patient was being treated with risperidone for extended-release injectable suspension for an unknown indication. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 25 milligrams (ndc: (B)(4), lot number: ap250590, expiry date: 30-sep-2028, serial number: (B)(6) for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On (B)(6) 2026, pharmacy received a sealed medication from their wholesaler. On (B)(6) 2026, while trying to prepare the product for injection they observed that the plastic needle within the vial adapter bent backwards into the vial adapter instead of penetrating the vial stopper. The nurse did not know that the needle had bent and not entered the vial. When she attempted to inject the diluent into the vial, the diluent leaked out between the vial adapter and vial. Product was returned to pharmacy on (B)(6) 2026, by a clinic nurse who reported a device malfunction when preparing the dose for administration and requested for the replacement. Last action taken with risperidone in relation to device leakage, device malfunction, and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device leakage, device malfunction, and no adverse event was unknown. The reporter did not provide the causality of events device leakage, device malfunction, and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.